Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, rising, high thresholds, high impedance and loss of capture were observed. Excessive number of screw-in was reported and consequently the lead failure was suspected. Ra lead was removed and replaced. No patient complications have been reported as a result of this event.